Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the overlay had a short in the power button circuit. The button overlay was replaced and the unit passed the electrical safety tests. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, there was no image on the display though multiple batons were tried with no results. A very short delay in the procedure was reported while a back-up gs pgvl video monitor was obtained. No harm to patient or user was reported.